Manufacturer narrative:
Absent the lot number, manufacture date cannot be determined. Will not be returned to manufacturer.

Event description:
Reporter alleged obtaining the results of 42 mg/dl and around 178 mg/dl back to back within 10 minutes on the compact plus system on (B)(6) 2012. Reporter stated that he had eaten and taken his normal dose of 20 units of novolog insulin one hour prior to the readings. Reporter believes he took 25 units of novolog insulin after obtaining the readings. Reporter also alleged obtaining the results of 50 mg/dl and around 205 mg/dl back to back within 10 minutes on the compact plus system on (B)(6) 2012. Reporter stated that he had eaten and taken his normal dose of 20 units of novolog insulin one hour prior to the readings. Reporter believes he may have taken additional novolog insulin after obtaining the readings, but he cannot remember. No other actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product. Reporter stated no longer has the strips, so no product will be returned for evaluation.